Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult. A triclip was prepared and advanced into the anatomy however, got stuck in chords. Standard troubleshooting was performed to free the clip. After the physicians retracted the device into the right atrium (ra), it was noticed the gripper would not drop for one of the clip arms. The physicians tried standard troubleshooting techniques with no success. They removed the clip, and upon further examination noticed some cardiac tissue around the gripper with a broken gripper line. The device was removed and discarded. Two clips were successfully implanted per the instructions for use (IFU) reducing tr to grade 2. It was later noted that the one of the chords on the septal leaflet had ruptured.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult. A triclip was prepared and advanced into the anatomy however, got stuck in chords. Standard troubleshooting was performed to free the clip. After the physicians retracted the device into the right atrium (ra), it was noticed the gripper would not drop for one of the clip arms. The physicians tried standard troubleshooting techniques with no success. They removed the clip, and upon further examination noticed some cardiac tissue around the gripper with a broken gripper line. The device was removed and discarded. Two clips were successfully implanted per the instructions for use (IFU) reducing tr to grade 2. It was later noted that the one of the chords on the septal leaflet had ruptured.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and while the reported single gripper actuation issue appears to be related to the gripper line break, a cause for how the gripper line broke could not be determined. Additionally, a cause for the reported difficult to remove from the anatomy resulting in tissue injury/damage cannot be determined. Image resolution poor was attributed to patient and procedural conditions as difficulties visualizing the clip during the procedure was reported due to patient anatomy. Tissue damage is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.